Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a single patient was not crossing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing. A technical support specialist (tss) checked the communication between the cce and the server. The tss also reviewed the health sight viewer for any error messages. All patients and orders were crossing as expected based on the query. A follow up call was made to confirm the status of the issue. The issue was confirmed to be resolved, and the case was closed. The system functioned after the technical support specialist troubleshoot the device.

Manufacturer narrative:
Additional information: section h imdrf annex c and imdrf annex d.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a single patient was not crossing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.